Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing and low pacing impedance measurements less than 200 ohms. This rv lead was surgically abandoned and replaced with no issue while the device still remains implanted. Additional information was received indicating that the cause of clinical observations was not conclusively determined. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.